Manufacturer narrative:
Other, other text: b3: event date unknown. D4: 510k is unknown. UDI - (B)(4). Device evaluation: one device was received. A visual inspection found a bubbled dso seal, scratched lens, missing lemo pins, cracked battery door, and worn uso seal. During the functional testing, error code 46011 was found at power up. The cause of the issue was unable to be determined. Main board was replaced. Product is beyond a year from manufacture date (02/2011) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the device displayed error code 40611. Patient involvement is unknown.